Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the system displayed an "error 08, fault in channel" error message. This error will likely prevent the system from booting up. There is no report of pt injury associated with this event.